Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension exl with lm instrument. A customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: cleaned the heterogeneous module (hm); changed the sample tubing; cleaned the baseplate; sample port and reagent 1(r1) drain; aligned the hm wash probe, reagent 1, reagent 2, and sample arms. The cse also primed the tubing and ran quality controls (qcs), resulting acceptably. Siemens investigated the event and determined that no sample errors or flags were triggered on the discordant hcg result and there was no indication of an instrument issue. Since a correct result was obtained when the sample was repeated on the same instrument, siemens determined that there was no instrument malfunction and that the cause of the discordant result is potentially related to a pre-analytical issue. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg result.